Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not provided for an examination and root cause analysis in our service laboratory in melsungen, germany. Since no sample was provided, further evaluation was not possible and the exact cause of the event could not be determined.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report (B)(4). The device is not available for investigation. If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in the (B)(6): "overinfusion". Customer information: "reported retrospectively. Came to wl to administer care, noted that the patient had a parvolex infusion that should have been infusing over 16 hours, the infusion had commenced at 02.20hrs and was due for completion at 18.20 hrs, on checking the infusion shortly after 10.30, I noted that the bag was almost empty, the correct data had been inputted into the infusion pump by the nursing staff overnight. This incident identifies how a patient received parvolex quicker than the prescribed time. No harm has come to the patient and the patient has since been discharged home. Accounts from staff indicate that the correct dose and rate have been entered. I have interrogated the data with the support of ebme and it appears that the report is contrary to this and the rate although entered correctly the volume of infusion fluid may have been less than prescribed (500mls instead of 1000mls). I will share this incident with the team via the safety huddle for learning and importance of double checking the machine and IV preparations before commencement of infusion and on a 1:1 basis with the staff member involved. Update from customer; the pump isn't a perfusor, it is an infusomat. The pump did not over infuse, the pump delivered exactly what was programmed and we verified this on our test equipment. Update from customer: the response received from (B)(6) confirms no further action is necessary: "I am unsure why this information is being requested as the error did not pertain to a pump malfunction. The testing argued that this was user error."